Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (device not working) was confirmed. Upon investigation the monitor failed a pulse test due to a broken positive lead on high-voltage capacitor c19. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted form the broken lead on c19. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was not working. The pt was issued a replacement monitor.